Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented three days post-implant with shortness of breath. A chest x-ray indicated a large left pneumothorax. The patient was admitted for chest tube placement and was discharged five days later. The right ventricular (rv), right atrial (ra) and left ventricular (lv) leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.